Manufacturer narrative:
Inspection: the returned item matches information listed in the complaint file. Visual inspection reveals that the varnish on the bottom of the closure top is worn, and there is small thread damage on the side of the closure top. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left zimmer biomet¿s control. Potential root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to off-axis forces applied during use. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a closure top was damaged intra operatively. There is no additional information available at this time.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that a closure top was damaged intra operatively. There is no additional information available at this time.